Event description:
During surgical procedure, surgeon was using the disposable drill bit for ortho surgery. Surgeon broke a piece of drill bit off into patient's soft tissue. Surgeon attempted to retrieve the part of the drill bit with x-ray guidance but was unable to do so. Operating room manager was made aware. Surgeon said he would closely monitor patient and bring patient back to the operating room a different day to retain the drill bit. Drill bit was size 2.5 from stryker in house loaner pangea small fragment core tray. Ref: (B)(4).